Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The ccc found that service was at the customer's site for a service call. The customer service engineer (cse) copied the settings from another advia from the customer's site to the advia 2400, correcting the issue that the cse was dispatched for. The ccc corrected the system parameters to the correct specification, as defined in the instructions for use (IFU). The ccc reviewed results and did not find any patient samples affected by this event. The cause of the incorrect parameters for amphetamines is human error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Customer reported the parameters for amphetamines on their advia 2400 instrument were changed during a service visit. There are no known reports of patient intervention or adverse health consequences due to the incorrect parameters for amphetamines.

Manufacturer narrative:
The initial MDR 2432235-2017-00335 was filed on may 29, 2017. Corrected information (06/09/2017): the customer service engineer (cse) stated he did not change the parameters and did not copy parameters to the advia 2400 instrument. The cse keeps a copy of the advia 2400 parameters on a flash drive at the customer site so there is no need to copy from another system. The cause of the incorrect parameters is unknown.